Event description:
5/9 lumbar drain placed in cardiovascular operating room by anesthesiologist. 5/11 drain removed by cardiac nurse practitioner and cardiac surgeon. Documentation related to removal "while removal there was noted thinning of the catheter that was reported to the surgeon who assumed removal. The catheter tip was sheared off and retained within the patient". CT of l spine showed "dorsal spinal stimulator lead enters the spinal canal at l4-l5, and terminates above the field-of-view". Neurosurgery was consulted, options were presented for treatment, and patient opted for conservative management- non-surgical.